Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The customer's blood glucose was 60 mg/dl and the sensor glucose was 90 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in range. The customer stated that their blood glucose level dropped to 50 mg/dl at a certain point. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a replacement sensor.